Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a fusiform in zone 2 thoracic aortic aneurysm. The proximal neck was 39 mm in diameter. It was reported that four months post index procedure that the patient got cardiac tamponade due to pleural effusion and was urgently taken to the facility. The patient had stable vital signs and the physician decided to operate. The cause was unknown, but it was confirmed to be a thrombosed dissection of the ascending aorta which was close to the proximal side of implanted valiant stent graft. Open surgery was performed and replacement of synthetic vessel by thoracotomy. No additional clinical sequelae were reported and the patient is fine. A review of pre-implant cta's show a 7cm max diameter taa, beginning approximately 2cm distal to the lsa near the top of the arch. The thoracic aorta diameter just distal to the lsa was approximately 39mm. Thrombus was present in the aneurysm. The thoracic aorta was mildly angulated. Distal to the taa the vessel diameter measured 35mm. Images post stent graft implant were not provided; the location of the implanted devices is unknown. The cause of the reported dissection could not be determined.

Event description:
The physician planned to cover the lsa.

Manufacturer narrative:
(B)(4). Results: occlusion. Intentional vessel coverage zone 2.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (arterial trauma/dissection/perforation), (cause of event is unknown). Conclusions: inherent risk of a procedure (arterial trauma/dissection/perforation), (cause of event is unknown).